Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device discarded, photograph provided.

Event description:
It was reported that during a total knee arthroplasty procedure, a piece of cutting teeth on a falcon blade broke. It was also reported that there was a fifteen minute delay as a result of this event to locate the broken fragment. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a total knee arthroplasty procedure, a piece of cutting teeth on a falcon blade broke. It was also reported that there was a fifteen minute delay as a result of this event to locate the broken fragment. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.